Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) system was found to exhibit noise on the right atrial (ra) lead. A replacement procedure was performed, this crt-d and ra lead were explanted and replaced with a new device and lead successfully. No additional adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) system was found to exhibit noise on the right atrial (ra) lead. A replacement procedure was performed, this crt-d and ra lead were explanted and replaced with a new device and lead successfully. No additional adverse patient effects were reported. No additional information was provided.